Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the us FDA as the event of venous occlusion was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse(+) dermal filler could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from a physician via merz customer solutions concerning a female patient of unknown age who received radiesse(+). Medical history and concomitant medications were not reported. On an unspecified date, the patient was injected with an unspecified dose of radiesse(+) to the midface for skin cosmetic procedure. On an unspecified date post injection, the patient experienced discoloration and swelling which the physician assessed to be a venous occlusion (venous occlusion). The physician reported that the discoloration and swelling were "brought under control". The outcome of the venous occlusion was not reported. Treatment was not reported and causality was unknown. The lot number was not reported.

Event description:
Follow up information was received on 01 november 2019 from the reporter. The patient was (B)(6) years old. Relevant medical history included many fillers, neuromodulators and radiesse. There were no concomitant medications. On (B)(6) 2019 the patient was injected with 1 syringe of radiesse (+) via cannula to the cheeks bilaterally, split equally per side. On the same day, post injection, the patient experienced bluish discoloration and swelling on the right cheek and below the right eye, assessed as a venous occlusion. The patient was treated with nitro paste, acetylsalicylic acid (asa), massage, warm compresses and arnica massage (as reported). No laboratory tests were performed. It was noted that the patient was better the next day. On (B)(6) 2019 the event was assessed as improved but still present, almost completely resolved. No further information on the status of the patient could be obtained as the patient could not be contacted and was considered lost to follow up. The event was not assessed as permanent. However, the reporter assessed that treatment was necessary to prevent permanent damage. In the medical opinion of the reporter, the event of venous occlusion was not related to radiesse (+) but could happen with any filler. The lot number was unknown. The device history record of radiesse (+) dermal filler could not be reviewed as the lot number was not known.